Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, complaint history review, instructions for use review, and risk management review could not be conducted. Since it is unknown how the event was treated, and the outcome of the patient is unknown, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this complaint will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after the procedure, the patient presented maceration at the site where the biosure regenesorb was implanted. It is unknown how the event was treated and the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.